Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display had sporadic failure. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) display had sporadic failure. The epg passed all incoming functional testing. It was indicated that the case and cover were damaged. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.